Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding a theoretical concern that the impactor bolt may disengage from the impactor handle was reported. No specific event occurred. Conclusion: based on the event description, it was noted that a surgeon raised a theoretical concern that the impactor bolt may disengage from the impactor handle. The event specifically called out that no specific event occurred. The surgeon is expressing his general opinion about the product design. No further investigation is required at this time.

Event description:
The sales representative has raised a theoretical concern on behalf of the customer regarding the new daa curved cup bolt impactor (1440-2010) may become disassociated from the cup impactor bolt (1440-2011). The concern was expressed by the customer during an instrument demonstration for these 2 items (and as such there is no specific event to report). The customer commented that the cup impactor bolt has the potential to become disassociated from the cup bolt impactor when attempting to remove a trident window trial, or trident/tritanium definitive implant from the acetabulum because the coupling mechanism between the two is solely magnetic, and may not be strong enough to prevent disassociation. This may mean that the cup impactor bolt will remain threaded onto the window trial, or actual trident cup, and would then need to be removed manually.

Event description:
The sales representative has raised a theoretical concern on behalf of the customer regarding the new daa curved cup bolt impactor (1440-2010) may become disassociated from the cup impactor bolt (1440-2011). The concern was expressed by the customer during an instrument demonstration for these 2 items (and as such there is no specific event to report). The customer commented that the cup impactor bolt has the potential to become disassociated from the cup bolt impactor when attempting to remove a trident window trial, or trident/tritanium definitive implant from the acetabulum because the coupling mechanism between the two is solely magnetic, and may not be strong enough to prevent disassociation. This may mean that the cup impactor bolt will remain threaded onto the window trial, or actual trident cup, and would then need to be removed manually.